Manufacturer narrative:
State/province e1: ontario. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture to unknown side. Device has been explanted. This record pertains to left side device.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12aug2024.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.